Manufacturer narrative:
Additional information received: it was reported that the patient presented with symptoms on the day of the index procedure. It was reported as per the physician that there is no relationship between the fistula and the device. It was reported that none of the issues post implant of the device were related to the stent graft, but rather were related to the patient's underlying pathologies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 26-may-2021, UDI#: (B)(4); product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 20-mar-2021, UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that on an unknown date post index procedure, an aorto-duodenum fistula and a mycotic aaa graft was observed. Cultures were returned positive after implant of the stent graft. It was reported that the stent graft system was explanted on (B)(6) 2019. The bifurcate was partially explanted with the suprarenal stent left in the patient, while the stent graft limbs were completely explanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the patient presented with abdominal pain and found to have a 60mm abdominal aortic aneurysm. Cultures drawn at admission returned positive the following day for salmonella bacterium. The patient was hospitalized and continued to deteriorate. Further imaging was carried out; an aorto-duodenum fistula was then found that was causing toxins to be released into the bloodstream, so it was decided to explant the stent graft. The proximal portion of the duodenum was also resected during the open surgery and reconstruction carried out with a prosthetic graft (dracon) to repair the aneurysm. It was reported that there was no issue with the endurant ii stent graft, and as per the physician, there was no issue with the initial repair that was carried out. If information is provided in the future, a supplemental report will be issued.